Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for a lost sensor. The blood glucose reading was 472 mg/dl. The customer treated with the insulin pump. The transmitter passed the functional check. The sensor was removed and the cannula had been flattened against the tape.